Event description:
It was reported that the patient presented to the ER after receiving appropriate hv therapy. The patients wife indicated she sent a remote transmission after the episode, however, no transmission was received. The patient reported having previous episodes and therapies last year; however, no episodes or therapies were seen on remote transmissions at that time. Upon review of the current transmission, the transmission was sent on (B)(6), but the transmission timestamp was (B)(6). It has not been determined why the remote transmission was not available at the time it was sent. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.